Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, which precludes a complete investigation and root cause analysis. However, due to the discovery of tissue in the probe cutter after removing device from the biopsy site, pursuant to 21 cfr 803, this malfunction has been classified as reportable due to the potentail to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples. Device not yet returned to manufacturer.

Event description:
The affiliate reported that during a sterotactic biopsy using revolve, physician took 3 samples and noted no tissue was delivered back to the tissue management system for any of those 3 samples taken. Device made standard sounds and appeared to be functioning otherwise properly though no tissue was seen. Device was checked thoroughly to determine all connections were made correctly and nothing was found to explain lack of tissue. Manual vacuum was applied and blood seemed to not be moving through the tubing freely as expected. Physician determined new probe was needed, new probe was loaded and case was contiued. Tissue was successfully obtained as expected with new probe, radiographed, and marker placed. Following procedure rep and techs examined failed probe ad discovered tissue cores lodged in one of the vacuum tubing lines. Tubing was cut and 3 large/contiguous cores were retrieved, radiographed, and placed with additional tissue taken with second probe to be sent to pathology. The procedure was completed with another device. There were no patient complications.